Manufacturer narrative:
The pump was received with normal operating currents. The pump was monitored, and no low battery alert or failed battery test alarms occurred during testing. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low battery alarms on the insulin pump and the batteries were not lasting the recommended time. Customer also mentioned receiving a failed battery test alarm on the insulin pump, however declined troubleshooting. Customer's blood glucose reading at the time of the call was 96 mg/dl. No further information reported.